Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 component code, type of investigation codes updated, corrected investigation findings code, corrected investigation conclusions codes. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to navigate the catheter through the anatomy. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was unable to be confirmed as neither the complaint device nor applicable imagery was provided for review. The event description states that the patient had a tortuous anatomy. A tortuous anatomy can present difficult angles or a constrained condition in the anatomy, resulting in higher resistance for the devices to overcome while tracking. This can potentially contribute to the reported difficulty felt when attempting to track the delivery system through the patient's anatomy. Without additional information or imagery, a definitive root cause was unable to be determined at this time. However, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate and through the japanese post-marketing surveillance system, a stanford type-b aortic dissection was observed after implant of a 26 mm sapien 3 valve using a commander delivery system via transfemoral approach. During the procedure, it was difficult to advance delivery system through the descending aorta to the annulus as the descending aorta had tortuous anatomy. While tracking the aortic arch, the device appeared to touch the peak of the aortic arch as the physician applied force to the device. On post operative day (pod) 1, lower limb ischemia and intestinal ischemia due to aortic dissection were observed. A vascular stent was placed at the dissection site. The patient was discharged on pod 17.

Manufacturer narrative:
Investigation is ongoing. Device was discarded at the hospital.